Event description:
Customer was hospitalized for high bgs. Some troubleshooting was performed during call, however troubeshooting could not be completed without a tubing clamp. Customer instructed to call back when clamp arrives to complete the troubleshooting. Dr wants pump replaced and customer felt comfortable having pump replaced.